Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device lot b2867634 (marked on component (B)(6)) before the market release. No anomalies have been found. The original lot, manufactured in 2023 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation the devices involved in this event have not been received by orthofix srl yet. The technical evaluation will be performed as soon as the devices become available.

Event description:
It was reported that the tlevo long struts with dyna broke above dynamizer and patient needed to have a removal surgery. Date of removal is unknown. Breakage was realized in a follow up appointment on (B)(6) 2024. Date of removal has been requested. Please refernece MFR reports 2183449-2024-00002 and 2183449-2024-00004

Event description:
It was reported that the tlevo long struts with dyna broke above dynamizer and patient needed to have a removal surgery. Date of removal is unknown. Breakage was realized in a follow up appointment on (B)(6) 2024. The frame was completely removed as the patient was near the end of treatment. There was not an additional frame applied to the patient. There still seems to be a non union present but the patient is diabetic and did not take great care of themselves. Otherwise patient is well. Please refernece MFR reports 2183449-2024-00002 and 2183449-2024-00004.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device lot b2867634 (marked on component 8860053) before the market release. No anomalies have been found. The original lot, manufactured in 2023 was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device lot. Technical evaluation: the results of the technical evaluation concluded that the returned devices were originally conforming to specifications. Unfortunately, the evidence collected were not sufficient to determine the root cause of the failure occurred.